Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device trigger was sticking, would not reverse, the locking mechanism was locking and blocked, was corroded, made unexpected noise and had low power. During further investigation it was noted that the device was unable to run in reverse due to the top trigger being stuck and was unable to pass torque test. Internal findings showed corrosion and build up of foreign matter which caused the trigger and locking mechanism to seize.. The device also failed pretests for sticky trigger, forward (fwd) and reverse (rev) mode function, noticeable noise and power with power test bench. The assignable root cause was traced improper maintenance. UDI: (B)(4).

Event description:
It was reported from singapore that during service and evaluation, it was determined that the compact air drive device trigger was sticking, would not reverse, the locking mechanism was locking and blocked, was corroded, made unexpected noise and had low power. It was further determined that the device failed pretests for sticky trigger, forward (fwd) and reverse (rev) mode function, noticeable noise and power with power test bench. It was noted in the service order that the device reverse trigger did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown, all available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10: during further investigation it was noted that the device was unable to run in reverse due to the stuck top trigger and was unable to pass torque test. Internal findings showed corrosion and build up of foreign matter therefore causing trigger and locking mechanism to seize. H10 additional narrative: it was previously reported that the reported condition was not confirmed, during further investigation it was determined that the reported condition was confirmed.